Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication is unknown. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. The stapler logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: the sureform 60 stapler instrument was fired twice with blue sureform 60 reloads. Both firings were completed successfully. There were no errors seen in the logs. This complaint is being reported due to the following conclusion: after a da vinci-assisted sigmoid colectomy procedure, the patient had a leak at the linear staple line and underwent a re-operation via laparoscopy to fix the leak with sutures. During the primary procedure, the sureform 60 stapler instrument with blue stapler reloads was used for the sigmoid resection. The cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy procedure, the patient had a leak at the linear staple line and underwent a re-operation via laparoscopy to fix the leak with sutures. During the primary procedure, a sureform 60 stapler instrument with blue stapler reloads was used for the sigmoid resection. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.